Manufacturer narrative:
The underlying cause documented per the independent repair statement is: power switch/control panel/short circuit/no alarm.

Event description:
The dealer stated the unit has high pressure. Per independent repair center statement, the alarm will not function. The key failure was a power switch/short circuit.